Event description:
It was reported that a spectrum pump had a keypad not responding. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad not responding which was reproduced. The device evaluation confirmed the malfunctions. The following keys are inoperable: #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys. This is caused by a failed keypad. When any of the remaining functional keys are pressed an automatic output of the #3 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed interfering with mdl drug searching opportunities and inputting desired parameters). The front case assembly (including the keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue.